Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and alarmed button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer's blood glucose level was 458 mg/dl at the time of the incident. The customer treated with syringe but stated that they were unable to troubleshoot for the high blood glucose reading. The customer stated that the buttons were unresponsive. The customer also stated that there was no significant event leading to the keypad issues. Customer stated that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was also stated that the customer called back with a frozen display after installing a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm, no blank display and no frozen display anomaly during test noted. Analysis was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked belt clip slot and cracked battery tube threads.